Event description:
Additional information received reported that the revision was a lead revision and ¿nothing was really wrong with the leads.¿ the reporter stated that there were ¿some impedance.¿ it was unclear what this referred to. It was reported that the procedure was done ¿at the insistence of the patient¿ because he was not happy with the results of the therapy and the efficacy. The reporter stated that the patient tolerated the lead replacement fine and was happier after the revision.

Event description:
It was reported that the patient had three revisions in the past. It was unknown what these revisions entailed. Additional information was requested, but was not available as of the date of this report. Please see related manufacturing reports #3004209178-2012-11787, #3007566237-2012-02984, and #3007566237-2012-02982 for related events. The first reported the patient's overstimulation and 'shocking' and the other two reported the two other revisions.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 64002, lot # n320010, implanted: (B)(6) 2012, product type adapter; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v676860, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v676860, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).